Event description:
The pt was unable to adjust his stimulation. He turned the voltage of his spinal cord stimulator down when he went to bed. The next morning the stimulater was turned off/powered off. There was no new equipment inside or outside of his house to produce electromagnetic interference. The hcp turned the stimulator back on and reprogrammed the device.